Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). D10: item# 00632005032, lot # 61090198, liner 20 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Item# 65620005422, lot# 61007342, shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating. Unknown stem unknown lot and item#. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient had a revision surgery due to dislocation, approximately fifteen (15) years after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.